Manufacturer narrative:
(B)(4). Pump passed the displacement test but rewind anomaly during prime the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No charge battery and failed battery alert noted. Pump received with cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that battery life severely diminished. Insulin pump was rejected fresh new room temperature batteries, crack and scratches on screen, gear was inconsistent and slower with rewinding during priming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis